Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: last week, inr: 1.9. Date: this week, inr: 3.1.

Manufacturer narrative:
Both inr results provided by customer was performed more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to the valid. Data analysis will not be performed and no further investigation will be pursued. No product is expected to be returned. No strip lot info was provided. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.